Event description:
Patient mentioned they have a neuro stimulator also implanted that is "dead". Patient confirmed it is not a (B)(6) device but was unsure of the manufacturer - provided a guess of "novia or something". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).